Event description:
A black screen appeared in the top right corner of the customer's pump, which affected their ability to interact with and read the pump display. There was no adverse impact on the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.